Event description:
Respiratory therapy (rt) supervisor reported the following: wound care nurse rolled the pt on her side for treatment. Upon rolling the pt, the ventilator circuit became disconnected, and the pt's heart rate (hr) dropped and pt became cyanotic. The nurse reported, the ventilator did not alarm upon disconnect, but an rt entered the room and reported the ventilator was alarming loudly audible. The pt was rolled back over and the ventilator circuit placed back onto the pt. The pt's color and hr recovered immediately. The pt suffered no permanent impairment or damage. MFR's svc was requested to assess the ventilator based on the nurses report of no alarm. During eval and testing the ventilator functioned to specifications, including alarms. The customer speculates that the nurse pressed alarm silence prior to rolling the pt.

Manufacturer narrative:
Na